Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw24502; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files showed power consumption within normal operating range for the past 14 days leading up to (B)(6) 2017; however, 1 low flow alarm was logged on (B)(6) 2017 at 16:56:34. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw24502; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files showed power consumption within normal operating range for the past 14 days leading up to (B)(6) 2017; however, 1 low flow alarm was logged on (B)(6) 2017 at 16:56:34. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in neurologic events caused by intracranial bleeding. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's medical history and comorbidities and anticoagulation therapy. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: information received on 2017jul04 states that by hospital day two the patient had returned to the baseline and was discharged home within a few days. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with left-sided weakness, left neglect, and right gaze preference. The patient sustained a small embolic infarct to the right middle cerebral artery (mca) territory of the brain causing a stroke. The patient has been anticoagulated on coumadin. The patient's international normalized ratio (inr) was therapeutic at 2.2. She was subsequently admitted for treatment. Heparin drip was initiated. Prior to onset of these symptoms, the patient felt generally well. Ventricular assist device (vad) parameters have been stable, with the exemption of a single "low flow" alarm for which she increased fluid intake. As of (B)(6) 2017, symptoms were resolving. The patient remains hospitalized. No further information has been provided.